Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the torn chord and worsening mitral regurgitation (mr) requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted, reducing the final mr to a grade of 2. On (B)(6) 2022, the patient underwent an additional mitraclip procedure due to the patient¿s mr increasing to a grade of 4+. It was noted during the procedure that the implanted clip was stable on both leaflets, however there was a torn chord on the medial side of the clip. The additional procedure was complete with one mitraclip implanted, reducing the patient¿s mr to a grade of 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported torn chord could not be determined. The reported mitral regurgitation (mr) resulted from the reported tissue injury. The reported patient effects of mr and tissue injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.